Manufacturer narrative:
Follow-up #1 date of submission 08/15/2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: keypad button cover and bolus button were found to be intact. The keypad buttons and the audio bolus button were found to be unresponsive. The keypad button flex was found to be corroded. The pump case was opened; moisture and corrosion was found inside the pump. Unrelated to the complaint, moisture was found in the display screen. The pump display was unable to be read; lines and dotes were noted on the pump display screen. The pump powered on with the appropriate audible and vibratory alarms. The black box history was unable to be downloaded due to moisture issue. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. Reportedly, the patient went swimming with the pump and received an alarm; the pump was rebooted and the ok button was found to be unresponsive. Moisture was noted behind the display screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.